Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a mini cap disconnected from the transfer set. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4): a companion sample was received for evaluation. A visual inspection was performed and found no issues with the devices. Functional testing was performed on the companion sample by pressure testing the pouch. There were no leaks in the minicap pouch. The cap was connected to a transfer luer and underwater pressure testing was perfomed and found no issues. The reported condition of a connection issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.